Event description:
It was reported that after a revision spine decompression surgery in (B)(6) 2011, the patient developed an infection. He experienced thoracic band pain. The patient went to his physician for wound exploration and awoke a paraplegic. An epidural abscess was reported. Emergency surgery was performed but it was too late. The patient outcome was reported as serious injury - ongoing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, lot# n161862005, implanted: 2008 (B)(6), explanted, product type: lead, product ID 37752, serial# (B)(4), product type: recharger, product ID 37742, serial# (B)(4), product type: programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: extension. (B)(4).